Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was related to the last previous repair. However, the previous service is outside of the review period. Review of the event history log showed high alarm displayed: downstream occlusion. The cause was identified as the downstream occlusion (dso) sensor. The dso sensor was replaced.

Event description:
It was reported that the pump showed error: downstream occlusion. There was no patient involvement.